Event description:
The customer observed a falsely elevated architect ca 19-9xr on one sample. Clinical history is unknown and cannot be obtained. The result was lower by another method. The following data was provided: architect ca19-9 result = 134.6 u/ml centaur result = 25.0 u/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. A review of historical performance of reagent lot 46241fp00 was evaluated using worldwide data from customers in the field for the assay. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 46241fp00 was within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 46241fp00. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history record review was performed on lot 46241fp00 and did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and adequately addresses the issue under review. Use error caused the issue as the patient results obtained on the architect were being compared against patient results from another method and per the package insert this is not allowed. Based on the investigation, no systemic issue or product deficiency with architect ca 19-9xr was identified.